Manufacturer narrative:
It was reported that the device showed an arterial bubble alarm when the system was installed but not filled, which could not be silenced and returned every time. The failure occurred before treatment. A getinge field service technician (fst) was sent for investigation and repair. The failure could not be replicated and therefore, no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message "arterial bubble detected" could be confirmed on the reported date of event, as well as multiple attempts to silence the alarm by the customer. However, the log files showed that the "global override" mode was not activated during start up. The most probable root cause can be determined as the device was not prepared according to the IFU and system preparation guide. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation) the "global override" mode has to be activated before calibration of the sensors and priming, which was not done on the date of event. If the cardiohelp is shut down in "global override" mode, this status does not get transferred if the device is started again. Referring to the instruction for use (IFU) chapter 5.3.1 "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter 6.4.4 "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2023-09-19 for the period of 2010-12-14 to 2023-09-18. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2010-12-14. Based on the results the reported failure "arterial bubble alarm cannot be silenced, returns every time" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the device showed an arterial bubble alarm when the system was installed but not filled, which could not be silenced and returned every time. No harm to any person has been reported. Complaint ID: (B)(4).